Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump is over delivering the medication.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for over delivery. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump is over delivering the medication. A new tube feed was hung tubing primed and the rate was set for 75mls an hour at 0800 and the nurse noticed at noon 400 hundred mls were left in the tube feed bottle so the patient received 600mls. There was no harm to the patient and no medical intervention required.